Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2018-08404. It was reported at the scheduled trial lead pull on (B)(6) 2018 the healthcare provider noted there was pus at the incision site. The two trial leads were placed (B)(6) 2018, and were pulled (B)(6) 2018. The patient was sent to the neurosurgeon who performed a laminectomy and treated the patient with antibiotics. Culture results confirmed a (B)(6) infection, in epidural abscess at the laminectomy site.

Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-08404. Follow up information identified the issue is resolved.